Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.0, lab: 2.9. Date: (B)(6) 2010, inratio: 3.1, lab: 2.5. Al results were taken less than two hours apart.